Event description:
It was reported to philips that the device's battery was not charging and was not recognized by the device. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer. One mrx battery was returned for failure analysis. The battery, (received without any charge), was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer), calibrate, and seemed to operate normally. The battery mode cf flag was set when the battery was received, indication that the battery needed to be calibrated. Battery calibration was successfully performed and resulted in a battery capacity of 96%. There is no fault found with this battery functionality wise.

Manufacturer narrative:
Additional info: b5 - added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's battery was not charging and was not recognized by the device. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.